Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28aug2020.

Event description:
It was reported to philips that the device annunciated a high blower temperature error code. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer's biomed to check the air inlet filter to see if it was dirty or blocked. The customers biomed, following the rse 's guidance, confirmed that the filter was dirty. The customer's biomed replaced the filter and the error message no longer appeared and the issue was resolved.